Manufacturer narrative:
(Failure to open or close). The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: the date of event is unk. It was reported to boston scientific corp on 03/12/2009, that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the clip would not deploy, they could not get it to slide off the deploying device. The clip did nothing, it would not open or close. The device was removed from the pt. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event. The pt's condition was reported as "patient is fine".